Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced an infusion set leakage event on (B)(6) 2024. Patient reported that leakage occurred in quick release part. Infusion set was used for 2 days. No further information was available.